Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was cracked. Service history identified the complaint was not related to a previous service of the device within the review period. Review of event history log found error code 41541. Functional testing was performed. The dso seal was replaced. Unit passed post repair tests.

Event description:
It was reported that the device exhibited a last error code (lec) 41541. There was unknown patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.